Manufacturer narrative:
The reported field event of noise was confirmed via review of stored electrograms. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The cause of the noise could not be determined as no noise was observed during testing.

Event description:
It was reported that oversensing of noise was observed on the lead. Reprogramming of the device did not resolve the noise. It was not known if the noise was caused by the lead or ICD. Therefore, both were explanted and replaced with no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.